Event description:
The neuron delivery catheter 053 was advanced into the right vertebral over an angled glidewire. The doctor noticed that there was limited contrast flow through the neuron. When the neuron was removed, it was found to be partially torn, and was held together by the coil reinforcement. The product was discarded, and no lot numbers are noted.

Manufacturer narrative:
Method: device not returned from hospital to manufacturer.